Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) programmer displayed an error message indicative of a stuck minus amplitude button. Efforts to rectify the button issue proved unsuccessful. The patient reportedly lost stimulation due to this event. A replacement programmer was provided thereby resolving the issue.